Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the catheter shaft was noted to be broken/fractured at the strain relief and appears to have been cut. Functional testing could not be performed due to the damaged condition of the returned device. The microcatheter used with the stent was returned for analysis, both devices were confirmed to be in good condition prior to use. The microcatheter appeared to be cut near the microcatheter hub with a blade like the stent introducer sheath and stent delivery wire (sdw) after experiencing difficulty transferring during the procedure. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the microcatheter contributing to the observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the microcatheter shaft was broken. No consequences to the patient were reported.